Event description:
The customer called and reported receiving a battery out limit alarm, following a battery change. Customer's blood glucose was over 600 mg/dl. The battery out limit was reportedly cleared after batteries were tout of pump greater than duration it allows, which was explained to be normal insulin pump behavior. Customer treated with insulin shot. She checked her blood glucose again and it was 595 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.